Event description:
The user facility reported that their 4095 surgical table would not respond to hand control commands during a patient procedure. The procedure was completed with the table as positioned. No report of injury or procedure delay.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the table and was able to reproduce the reported event. Upon inspection, the technician found that the tables energy chain and bracket were both bent. As a result of the bending, the tables hydraulic hoses became pinched causing damage to the cables. The steris service technician ordered the tables replacement parts. A follow up MDR will be submitted upon repair.

Manufacturer narrative:
The technician made the necessary repairs to the 4095 surgical table subject of the reported event. The unit was then tested, confirmed to be operating according to specifications, and returned to service. No additional issues have been reported.